Event description:
Patient is a user of the abbott diabetes care libre 3+ for six months. The abbott phone app shared with her that her device was included on the recall. Patient stated that the device has been giving inaccurate high & low readings for a little over a week's time. Patient also indicated that the sensors easily fall off the skin with minimum contact with anything. Patient hasn't experienced any adverse signs or symptoms because of the inaccurate readings or the sensors not staying attached to the skin.